Event description:
The customer reported that the insulin pump had cracks. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis received with cracked and bleeding lcd glass and cracked end cap.